Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked, resulting in partial loss of display visibility, while the device continued to dose insulin; a photo of the damage was provided and a replacement process was initiated. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included use of backup therapy as advised and continued use of cgm via the dexcom app or receiver, with plans to start up the replacement device as new. Investigation included review of user report and visual evidence submitted. Investigation of this device revealed a damaged display component consistent with external physical damage, with no evidence of functional dosing failure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.